Event description:
It was reported by the customer that a pyxis medstation es system had a device not registered on bus. The customer reported that there was a delay in dispensing medications to the patient.. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was not detected on bus. A field service engineer reseated pyxis bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.